Event description:
It was reported that the patient had not had therapeutic benefit since implant. It was stated their patient met with their manufacturer representative a week prior to report and was told that two of their leads were not working. It was noted, the patient¿s system was scheduled to be removed the day of report and they had their implant off. It was noted, the patient had felt stimulation but they couldn¿t remember where and turning the implant off or trying other programs hadn¿t helped. The patient stated nothing was different.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va013qd, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, explanted: (B)(6) 2014, product type: lead.

Event description:
Follow up information received confirmed that the patient had met with the manufacturer's representative on (B)(6), 2013 where it was advised that 2 leads were not "active". The patient decided to have the implantable neurostimulator (isn) removed because it had "not helped anyway". It was noted that the device was removed on (B)(6), 2014. The patient stated that they will not have it replaced. The patient reported that they received assistance from their doctor and the manufacturer's representative and that their concerns were resolved.

Manufacturer narrative:
Product ID 3889-28, lot# va013qd, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).